Event description:
It was reported that on (B)(6) 2005 the patient presented with pre-operative diagnosis of spondylolisthesis, spinal instability, and s pinal stenosis. Patient underwent following operations: posterior segmental instrumentation, l2-3, 3-4, 4-5; posterolateral fusion, l2-3, 3-4, 4-5; hydroxyapatite bone morphogenic protein. Per op notes it was noted that the patient did experience a significant amount of bleeding. Bone morphogenic protein was mixed with hydroxyapatite and placed in lateral gutters bilaterally. On (B)(6) 2007 the patient presented with pre-operative diagnosis of spinal stenosis, l5·s1, l1-2, with instability 1-2. Procedure performed: posterior lumbar decompression l1-2, with foraminotomies and laminectomy, posterior non-segmental instrumentation l1-2, posterior fusion l1-2, bone morphogenic protein, hydroxy appetite, biopsy of cyst. Per the op notes, the bone graft was placed in the posterolateral gutters and two 5.5 rods were selected, put into place and tightened and torqued to the appropriate foot pounds of pressure. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.